Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device reached eri and premature battery depletion was suspected. The device was explanted and replaced. The patient is in good condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.